Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
It was reported that the tip of the dilator from the melker emergency cuffed cricothyrotomy catheter set was found to be broken when the package was opened. The device was not used on the patient, and there were no injuries or additional procedures.